Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported never having therapeutic effect. Reprogramming was completed to address the therapeutic effect issue. There were no traumas, falls, positional movements, medical tests, or electromagnetic environmental interference exposures that could have been related to this issue. Reprogramming did not help at all. The patient had extreme excruciating pain that caused vomiting. Oral medication was not working. The patient could not shower or get up or down by herself. She could not bend over or squat because of the pain. Stimulation was being felt in the right leg and into the bladder, but it was supposed to be in the left leg. The patient reported that they appreciated the pleasant and knowledgeable manufacturer representative who had a listing of health care professional (hcp) who worked on scs devices. The patient thanks the manufacturer for their help. Additional information was received from a patient on 2017-aug-14. The patient stated that beginning 2 days ago when they bend sideways they start feeling excruciating pain at t heir implantable neurostimulator (ins) site. The patient also stated that since implant their stimulation is not helping like it is supposed to. They contacted their healthcare professional (hcp) who told them to contact the manufacturer. The patient was redirected back to their hcp for a reprogramming session. Additional information was received from a consumer. It was reported the event occurred in 2016. Additional information was received from the patient. It was reported that the patient's first device was replaced because it was not working right. The patient said they installed it wrong. The patient said it didn't work from the beginning. Then, they put a second lead in and it didn't cover the left leg. The patient said they told their hcp and the hcp said it should be working. The patient said the hcp changed it and made it cover the wrong leg. They had to go in and run a second line and it covered most of the left leg. It covered all the right leg. The patient turned side b all the way down which is the right leg because she doesn't need it. She turned the other one up and it buzzed a little bit. The patient had pain from the knees to toes. The stim hit the hip and stopped around the knees. The patient said when she turned up the left leg it kind of crackled like it cuts in and out. It doesn't ever buzz or go past the knee. The patient said her toes got purple and swollen. That is how she reacts to pain. No further complications were reported.